Event description:
It was reported that a lead abrasion was observed. Low impedance and noise were also noted. Lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasions under the svc shock coil were noted at 42.0-42.8cm and 42.1-43.2cm from the connector pin. The etfe coating was intact at these locations. Due to the return of a partial lead, the low impedance and noise could not be confirmed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).